Event description:
It was reported that the ilet displayed ¿connect cgm dosing stops in 3 hrs¿ and failed to show dexcom g6 sensor warmup and glucose readings due to pairing issues, which were traced to a transmitter with no sessions remaining and subsequent intermittent communication between the cgm and ilet until replacement and restart resolved the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the cgm¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.